Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for a routine in-clinic follow up with complaint of syncopal episodes over the last month or two. The patient had been lost to follow up. The device magnet rate measured 90 paces per minute (ppm) for five beats and then measured 80ppm. It was noted that the device reached elective replacement indicator (eri) seven months ago and the patient's presenting rhythm was entirely sensed. Boston scientific technical services (ts) discussed the possibility that the patient was symptomatic when the device paces at the lower rate limit (lrl) of 45ppm. The device was programmed vvi at 45ppm. Ts discussed device replacement based on eri. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this pacemaker was unable to be interrogated with a programmer. An attempt to obtain a magnet rate was also unsuccessful. The patient was not pacemaker dependent. The device was explanted and not replaced.